Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was receiving no delivery alarms on the insulin pump. The customer's blood glucose was 494 mg/dl. The customer performed a 5.0 unit fixed prime. The insulin pump alarmed no delivery. The customer was advised to remove the infusion set and the cannula was found to be bent. The customer stated she did not use a serter device for insertion and inserted manually. The customer's insertion site was in her hip. It was advised this is not a recommended location. It was advised the no delivery alarm may have been due to the bet cannula and to change the entire infusion set. Nothing further reported.